Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the operator confirmed the outside of the catheter after dialysis on the day after placement, blood leak was found from the trifurcation of the catheter. The catheter was implanted in the patient on (B)(6) 2019. There was no reported patient injury.

Event description:
It was reported that when the operator confirmed the outside of the catheter after dialysis on the day after placement, blood leak was found from the trifurcation of the catheter. The catheter was implanted in the patient on (B)(6), 2019. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 12fr trialysis acute dialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. The returned product sample was evaluated and a hole in the catheter was observed in the blue-luered lumen, just distal of the molded joint. Microscopic examination of the catheter hole confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the size of the hole was within the outside diameter of commonly used needles ¿ the fracture edges were sharply formed and had planar (flat) surfaces ¿ blood residue was seen on the sample which showed that the product had undergone at least some use ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿avoid accidental contact with sharp instruments¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.